Manufacturer narrative:
Physio-control advised the customer that their device is no longer supported by physio; therefore service is no longer available for their device. Physio recommended that the customer permanently remove the device from service and that a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not sent to manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that the battery installed had a lot code of 1311, indicating that the battery was manufactured in 2013 and an expiration date of (B)(4) 2018. The customer further advised that they did not have another battery to try in their device. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.